Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that the nurse initiated a primary infusion of dextrose 10% 250ml at a rate of 10ml/hr with a vtbi of 40ml at 3:55 p.m. The nurse checked the infusion every 4 hours throughout the night and found that the pump appeared to be infusing without difficulty with a visible green light on the pump. At 11:00 a.m. The next day, it was noted that the IV fluid bag remained mostly full and that the baby did not receive the intended 100ml of fluids. The pump was replaced at that time and the pump totals of the device in use at the time of the event confirmed that the baby did not receive the fluids. There were no effects on the baby and all vitals and blood sugars were within normal limits. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a discrepancy with the volume of dextrose delivered was not definitively confirmed. The pcu event log shows that the pump module was programmed at 3:24 pm on (B)(6) 2018 to infuse dextrose 10% at a rate of 40ml/hr over 30 minutes. Less than one minute later the user programmed a delay for 30 minutes. At 3:53 pm, the user changed the rate to 10ml/hr and the vtbi to 40ml and started the infusion. At 7:57 pm, the primary infusion completed and stopped. The system alarmed for callback after infusion and at 8:03 pm the user selected softkey 13 to address the callback after pop-up. The infusion was not restarted at this time. At 5:24 am on (B)(6) 2018, the user restored and started the previous infusion running at 10ml/hr with a vtbi of 40ml. At 5:46 am, the rate was changed to 8ml/hr with a new vtbi of 7 ml. At 6:38 am, the primary infusion completed and the device transitioned to kvo at 5ml/hr. At 6:41 am, the user restored the previous infusion running at 8ml/hr with a vtbi of 7ml and started the infusion. At 6:55 am, a channel disconnect occurred and the pump module was removed. The system was powered off. The volume recorded as being infused during this period was 52.681ml. The event log shows that the device was not infusing between 7:57 pm on (B)(6) 2018 and 5:24 am on (B)(6) 2018. The root cause of the discrepancy with the volume infused is user programming. The event description stating that the nurse checked the infusion every 4 hours throughout the night implies that the dextrose was intended to infuse continuously at a rate of 10ml/hr throughout the night. However the infusion was left idle for approximately 9 and a half hours.